Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 07, 2025, mentor was notified that patient was scheduled for breast implant removal on (B)(6) 2025. Date of explantation: (B)(6) 2025. On (B)(6) 2025, mentor became aware that the patient underwent bilateral removal and replacement with 375cc mentor smooth round moderate profile saline breast implants during the revision surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2025, the mentor analysis lab received the suspect medical device for evaluation. On february 26, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned device revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. No other leak sites were found during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).